Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-401; dla7yd. Tri ts baseplate size 3; 5521-b-300 ; b9x9zb. Triathlon sym patella s29x8mm; 5550l298; lhr551. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that: left knee I&d with insert exchange due to infection. No other information available. Confirmed that no further information would be released by the hospital or surgeon.